Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was going to seek medical attention in order to treat the condition. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection. Note: the customer stated that she was going to follow-up with the manufacturer with an update of her condition. No update has been received to date. A follow-up MDR shall be submitted if additional information is learned after this date.

Event description:
The customer reported that she had a "large red bump" at the pod site. She assumed it was related to "playing rough in a hockey game." But swelling had "decreased very little." She now has a three-inch diameter "red irritated area" and feels as though she may have an infection. The customer was going to visit with her doctor for an assessment. The pod was discarded and will not be returned for evaluation.